Event description:
During a follow-up conversation with the home pt's nurse regarding a system error 2240 alarm that occurred in july 2004, nurse indicated that the home pt was currently hospitalized for peritonitis. Reportedly, the home pt presented to the clinic five days earlier with cloudy effluent and was diagnosed with peritonitis. The home pt was admitted to the hosp in july 2004. Eleven days earlier, the home pt was treated with ancef, 1g, inraperitoneally (ip), once daily for 5 days and fortaz 1g, ip, once daily for 5 days. Five days later the home pt was treated with fluconazole 200mg, orally, twice daily for 28 days and flucytosine 500mg, orally, twice daily for 28 days. The home pt's pd catheter was removed in july 2004. The home pt's pd catheter was removed in july 2004 and was switched to hemodialysis. The home pt's nurse reported no known origin for the peritonitis and stated that the home pt was not yet fully recovered.